Event description:
Edwards received notification suggesting that this 78-year-old patient with a valve model 3300tfx25mm implanted in aortic position underwent a valve-in-valve procedure after an implant duration of four (4) years and seven (7) months due to calcification leading to severe stenosis degree and minimal aortic insufficiency (max/mean 107/64mmhg, velocity 0.7, valve area 1cm2). As reported, patient experienced with non-st-elevation myocardial infarction (nstemi) secondary cardiogenic shock. The patient also presented with dyspnea nyha IV and decompensated heart failure symptoms. A 29mm non-edwards device was implanted in replacement with good result. As reported, patient was noted as to be discharged in good general health to the cardiac readaptation clinic.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data in g2 (report source (check all that apply)): study should have been clicked instead of company representative. H11. Additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including diabetes mellitus, hypercholesterolemia and acute renal failure.